Event description:
It was reported the titanium nail inserter is broken. The post of the handle snapped and broke in half. No fragments were generated. Patient was not harmed and procedure was completed successfully without delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Product investigation evaluation: the complaint condition that the inserter has a broken t-handle is confirmed. The broken condition is a result of inadequate strength of the t-handle and is being addressed. One inserter, for titanium elastic nails (part number 359.219 and lot number 3301017) was received with the complaint category of ¿broken: intraoperatively.¿ a device history record review was performed. It was found that the device was manufactured in november, 2009 and showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Further evaluation shows that this device is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. This information is provided per the elastic nail system technique guide. The returned inserter was received with the t-handle peg broken apart at the threads and separated from the body of the device. There are two chips missing at the location of the break. The distal end and the blue handle, where hammering would not be expected, show scrapes and dents. The balance of the tool is in good condition and functional. Therefore, the complaint condition is confirmed, but cannot be replicated since the peg is already broken. A review of the current design drawing and the drawing at the time of manufacture was performed. No drawing issues or discrepancies were noted. Actions to improve the strength of the t-handle cross bar are being taken. The breakage of the t-handle was determined to be due to the inability of the design to withstand extensive hammering. The locations of the hammer marks shows evidence that hammering not as recommended, such as hammering on surfaces other than the proximal end, was likely used. Therefore, the complaint condition was determined to be the result of a design deficiency which is being addressed device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.